Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal and proximal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30x3.0 mm target lesion was located in the severely tortuous and mildly calcified proximal right coronary artery. The 32 x 3.00 mm promus premier drug eluting stent was introduced, but it was noted that the stent was deformed and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30x3.0 mm target lesion was located in the severely tortuous and mildly calcified proximal right coronary artery. The 32 x 3.00 mm promus premier drug eluting stent was introduced, but it was noted that the stent was deformed and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.